Manufacturer narrative:
Results of investigation: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable failures were documented appropriately. The potential probable causes for this event could include a user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported in a register report from ((B)(6)) that there were thirteen revision surgeries performed to replace the insert implant genesis ii dished ins size 7-8 9mm. There is no additional information about the hospital, patient and surgery data.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. A review of complaint history revealed no prior complaints for the listed part and failure mode. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. A review of risk management file found that the probable failures were documented appropriately. The potential probable causes for this event could include but not limited to a user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.